Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient heard several beeps from their implanted device. Upon remote device data review, a red alert due to high, out of range shock impedance (>125 ohms) was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and discussed performing provocative maneuvers and defibrillation threshold testing (dft) to evaluate the rv lead integrity. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.